Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type:lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins) when lying on their stomach. The patient indicated that they had not been programmed but was going to be seen by their healthcare professional (hcp) to get reprogrammed to address the shocking issue. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.